Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had intermittent button response due to flattened dome switch (no crease) on the up arrow button. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Data analysis: (date of death: (B)(6) 2018.) There is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was complications from several surgeries, amputation, alzheimer's that was diabetes related. The caller stated that the customer had diabetes with toes turning purple that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller agreed to return the customer's insulin pumps for analysis. This report is being made for the failure analysis findings for one of the customer's pumps. One of the customer's pump had intermittent button response due to flattened dome switch (no crease) on the up arrow button.